Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/26/2011. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lupus and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: lupus, lymphadenopathy. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported having been diagnosed with lupus or lupus-like syndrome. Patient reported breast is "firm and looks abnormal due to capsular contracture, no treatment has occurred. Patient reported additional "nodes are swollen and hard." Peripheral neuropathy (symptom of numbness in hands or feet) is not considered device related. This record for the left side. Device remains implanted.